Manufacturer narrative:
Method code 4110 should have been included in initial MDR. Work order search: no similar complaint type events found within associated lots. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo 13.7, -4.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to low vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.